Event description:
Info received indicates the bed still moves when brakes are on.

Manufacturer narrative:
The technician found the brake out of adjustment. The technician adjusted the right brake caster to repair the bed.